Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
Diligence is completed and no further information on the reported event has been provided. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient had an initial hip procedure on unknown date and subsequently underwent a revision surgery due to pain. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14 item# 0100402075 lot# unknown. Revitanâ®, distal part, curved, uncemented, 20/140 item# 0100406120 lot# unknown. Unknown cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty in 1995 and subsequently revised approximately 18 years later due to osteolysis and metallosis. Then, approximately 10 years later, the patient presented with pain, femoral periprosthetic fracture, and fracture of the proximal cerclage and underwent another revision, during which the femoral prosthesis was found loose and fractured. All components were revised without complication, and the femoral fracture was secured with cerclage wires. After the revision, the patient was treated for hypovolemic hemorrhagic shock from revision surgery blood loss. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14 item# 0100402075 lot# unknown. Revitanâ®, distal part, curved, uncemented, 20/140 item# 0100406120 lot# unknown. Unknown burch-schneider ring shell 50 item# unknown lot# unknown. Unknown liner 48/32 item# unknown lot# unknown. Unknown cerclage wires (x4) item3 unknown lot# unknown. Unknown palacos cement item# unknown lot# unknown. Unknown screws (x3) item# unknown lot# unknown.